Manufacturer narrative:
Three pictures of the cadd extension set rolled up in a cadd cassette reservoir inside a plastic bag were received. In the corners, fluid accumulation could be seen, but it was not possible to detect where the liquid was coming from nor which product was affected. A review of the manufacturing process for p/n 21-7106-24 l/n 3891180 was conducted. No testing could be performed because no samples were provided to perform a thorough investigation. The cause of the issue could not be determined since the reported failure mode was not confirmed since no samples were received.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that prior to use a smiths medical cadd extension set was leaking. It was reported that the location of the leak was unknown and that the solution was contained within the overpouch. No adverse effects were reported.